Event description:
It was reported that at the lead replacement procedure, the physician questioned if there was separation of the distal coil on the replacement lead. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant. There is very slight distortion of the defib coils. However, the lead is still within specification. Also, the lead passed through the introducer with no resistance. No separation visible in the distal conductor.